Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 41 year old female patient presenting with myocarditis for impella support. When removing the pump, a thrombus was found adhered to the impella within the thoracic aorta. A fogarty catheter procedure was required to fully remove the thrombus.